Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, we were unable to prime during prime/a33 test due to faulty fsr gold. We were unable to perform the occlusion and excessive no delivery test due to faulty fsr. The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with broken reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 243 mg/dl. The customer reported a button error alarm from the insulin pump while attempting to program a bolus. The battery of the insulin pump was reinstalled to no avail. The customer reported that she keeps the insulin pump inside the bra at work and a button of the insulin pump might have been held down. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.